Event description:
One patient has experienced cracked lumens on 3 trifusion carbothane bard catheters.

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A lot history review (lhr) of revh1443 showed no other similar product complaint(s) from this lot number.